Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient did well for several weeks following their system implantation and then later presented with a few times of shortness of breath and dyspnea. Patient was under prescription for congestive heart failure (chf) and was then later diagnosed with multiple organ dysfunction (mod) to large pericardial effusion. Cardiothoracic surgery was consulted. On (B)(6) 2018 amber colored fluid was drained and a pericardial drain was placed. Pericardial window was used as the treatment. Patient eventually had resolution of symptoms and was very well.